Manufacturer narrative:
The calcium reagent lot number was 882360. The reagent expiration date was requested, but not provided. The field service engineer found a small amount of splashing from the rinse station water nozzle. The water valve bank was replaced and the cell rinse levels were adjusted. The gear pump head was exchanged. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for nine patient samples tested with calcium gen.2 on a cobas 6000 c501 module. The first patient sample initially resulted in a calcium value of 2.12 mmol/l and it repeated as 1.33 mmol/l. The second patient sample initially resulted in a calcium value of 1.87 mmol/l and it repeated as 1.47 mmol/l. The third patient sample initially resulted in a calcium value of 2.13 mmol/l and it repeated as 1.65 mmol/l. The fourth patient sample initially resulted in a calcium value of 1.97 mmol/l and it repeated as 1.48 mmol/l. The fifth patient sample initially resulted in a calcium value of 2.29 mmol/l and it repeated as 1.37 mmol/l. The sixth patient sample initially resulted in a calcium value of 2.52 mmol/l and it repeated as 1.69 mmol/l. The seventh patient sample initially resulted in a calcium value of 2.21 mmol/l and it repeated as 1.39 mmol/l. The eighth patient sample initially resulted in a calcium value of 2.42 mmol/l and it repeated as 1.56 mmol/l. The ninth patient sample initially resulted in a calcium value of 2.53 mmol/l and it repeated as 1.60 mmol/l.